Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 6/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 6/06/2016 with the following findings: the black box data from time of the complaint has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current draws were within specifications. A battery life issue was not duplicated during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the cgm module.